Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right atrial (ra) lead exhibited farfield noise oversenisng. In addition, high out of range pacing impedance measurements and high pacing thresholds were noted. Isometrics tests were performed, and noise was reproduced. Therefore, the clinical representative reprogrammed the lead from unipolar to bipolar sensing. A chest xray was performed and lead fracture was suspected but it was not conclusive. No adverse patient effects were reported. This ra lead remains in service.